Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube perforation') and loss of personal independence in daily activities ('unable to lift or do manual labor') in an adult female patient who had essure (ess205) (batch no. 620735) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient didn¿t go essure confirmation test". On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) of 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse), pelvic pain ("pelvic pain"), menorrhagia ("abnormal bleeding (menorrhagia), vaginal haemorrhage ("abnormal bleeding (vaginal), dysmenorrhoea ("dysmenorrhea (cramping), and vaginal discharge ("vaginal discharge"). In august 2012, the patient experienced hypertension ("high blood pressure"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), genital haemorrhage ("bleeding"), abdominal pain ("abdominal pain") and loss of personal independence in daily activities (seriousness criterion disability). At the time of the report, the fallopian tube perforation, genital haemorrhage, dyspareunia, pelvic pain, abdominal pain, menorrhagia, vaginal haemorrhage, hypertension, dysmenorrhoea, vaginal discharge and loss of personal independence in daily activities outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, fallopian tube perforation, genital haemorrhage, hypertension, loss of personal independence in daily activities, menorrhagia, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure (ess205). The reporter commented: she was scheduled to undergo essure removal. She had metal plate in pelvis and artificial aorta. Discrepant information regarding insertion date-previously reported (B)(6) 2006 and now in current pfs (B)(6) 2006. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) of 2006: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2020: plaintiff fact sheet received. Events: abnormal bleeding (menorrhagia, vaginal), dysmenorrhea (cramping), high blood pressure, unable to lift or do manual labor and vaginal discharge were added. Patient demographic, lab data, essure lot number, and reporter were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube perforation') and loss of personal independence in daily activities ('unable to lift or do manual labor') in an adult female patient who had essure (ess205) (batch no. 620735) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient didn¿t go essure confirmation test" and medical device monitoring error "hysteroscopy, d&c, novasure ablation". On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2011, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain"), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge"). In (B)(6) 2012, the patient experienced hypertension ("high blood pressure"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), genital haemorrhage ("bleeding"), abdominal pain ("abdominal pain") and loss of personal independence in daily activities (seriousness criterion disability). At the time of the report, the fallopian tube perforation, menorrhagia, vaginal haemorrhage, genital haemorrhage, dyspareunia, pelvic pain, abdominal pain, hypertension, dysmenorrhoea, vaginal discharge and loss of personal independence in daily activities outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, fallopian tube perforation, genital haemorrhage, hypertension, loss of personal independence in daily activities, menorrhagia, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure (ess205). The reporter commented: she was scheduled to undergo essure removal. She had metal plate in pelvis and artificial aorta. Discrepant information regarding insertion date-previously reported (B)(6) 2006 and now in current pfs (B)(6) 2006. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2006: total bilateral occlusion. Lot number: 620735; manufacture date: 2006-07; expiration date: 2008-06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-apr-2020: mr received: event medical device monitoring error was added. Reporters were added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube perforation') and loss of personal independence in daily activities ('unable to lift or do manual labor') in an adult female patient who had essure (ess205) (batch no. 620735) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient didn¿t go essure confirmation test". On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge"). In (B)(6) 2012, the patient experienced hypertension ("high blood pressure"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), genital haemorrhage ("bleeding"), abdominal pain ("abdominal pain") and loss of personal independence in daily activities (seriousness criterion disability). At the time of the report, the fallopian tube perforation, genital haemorrhage, dyspareunia, pelvic pain, abdominal pain, menorrhagia, vaginal haemorrhage, hypertension, dysmenorrhoea, vaginal discharge and loss of personal independence in daily activities outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, fallopian tube perforation, genital haemorrhage, hypertension, loss of personal independence in daily activities, menorrhagia, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure (ess205). The reporter commented: she was scheduled to undergo essure removal. She had metal plate in pelvis and artificial aorta. Discrepant information regarding insertion date-previously reported (B)(6) 2006 and now in current pfs (B)(6) 2006. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2006: total bilateral occlusion. Lot number: 620735, manufacture date: 2006-07, expiration date: 2008-06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-mar-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube perforation') and genital haemorrhage ('bleeding') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient didn¿t go essure confirmation test". On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain ") and abdominal pain ("abdominal pain"). At the time of the report, the fallopian tube perforation, genital haemorrhage, dyspareunia, pelvic pain and abdominal pain outcome was unknown. The reporter considered abdominal pain, dyspareunia, fallopian tube perforation, genital haemorrhage and pelvic pain to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-sep-2019: pfs received. Previously reported event "injury" was updated to dyspareunia (painful sexual intercourse). Events ; perforation: fallopian tubes, pelvic/ abdominal. Bleeding, patient didn¿t go essure confirmation test were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.